Event description:
The customer reported that the "main power led is not glowing". There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.